Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia, with the device displaying ¿high¿ blood glucose and no associated symptoms; the infusion set in use was a contact detach steel set, and the cause of the high glucose was unclear. Symptoms included none reported. Outcomes included temporary hyperglycemia without need for emergency care or hospitalization. Investigation included troubleshooting and education advising the user to wait 90 minutes to assess for downward trending and stabilization, with an offer for follow-up declined by the user. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set issue, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.